Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual, functional, and/or dimensional evaluations could not be performed. Visual examination of the provided pictures identified the interior of the device packaging was filled with black powder, indicating battery expulsion. Unable to confirm if the battery pack exploded or leaked electrolyte into the packaging. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: (B)(6). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that in the stock room the pulsavac battery pack seems to have exploded resulting in debris in the sterile packaging. There was no harm, injury, or delay as there were no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.